Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's healthcare administrator reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 40 mmol/l at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did allege insulin pump was under delivering. Customer reported that pump was accidentally put through xray and the pump stopped vibrating. No further complications were reported. The customer will discontinue to use the product.